Event description:
During a rf procedure, the probe separated from the handle. The probe was removed and exchanged for a different one, and the procedure was completed without complications. There was no injury to the pt. The probe that was separated from the handle has been disposed of. Please note that kimberly-clark healthcare owns this product line, and have reported an MDR for this incident under MFR report number: 1033422-2012-00022.

Manufacturer narrative:
We are unable to review the device history record as the lot number provided for the device involved in the reported event is incomplete. The device was not returned for analysis. Without a valid lot number or returned device we are not able to determine the root cause of the reported event. Info from this incident will be included in our product complaint and MDR trend reporting systems, ongoing analysis of trend info is used to identify the need for add¿l investigations.